Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Atrial deactivation interference episodes caused by noise were noticed during a follow-up. The noise was reproduced when isometric tests were performed at the follow-up. No intervention was undertaken. The device remains implanted and the patient is well.